Manufacturer narrative:
The reported event that tibial comp, singlecoated us version, medium was alleged of causing 'pain' could not be confirmed. In the case presented a female patient had been treated with star in 2013. On (B)(6), 2017 the patient had to be revised as she was having pain in the ankle. The total ankle replacement was removed and replaced by tibia/talar/calcaneus fusion. The pe sliding core shows various signs of wear, such that it is trimmed on one of its lateral sides, and worn near the sliding groove. This was likely produced by the articulation with the talar component. The tibial- as well as the talar components showed signs of use in the form of scratches, but no significant damage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Conversion of total ankle to ttc fusion. Tibia/talar/calcaneus.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Conversion of total ankle to ttc fusion. Tibia/talar/calcaneus.